Event description:
Pt had a mitral valve replacement in 1999 secondary to rheumatic mitral stenosis. The replacement valve was removed as a result of severe mitral regurgitation secondary to mitral valve dehiscence. Another valve was implanted. The pt expired the following day.